Event description:
This report is based on information provided by a philips remote service engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device touchscreen was not aligned, reading the wrong location when the screen was pressed. There was patient involvement, however no health consequences or impact. The user was unable to begin non-invasive blood pressure (nibp) monitoring however, on restarting the device the touchscreen fault rectified and nibp monitoring was completed.